Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test. No prime anomaly was noted. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that insulin was squirting out of the tubing during manual prime. Customer was disconnected during prime. Customer stated that the piston continued to move forward after reservoir contact. No numbers appeared on screen and no beeps were heard. Customer tried a different infusion set but was unable to complete prime. The insulin pump was not bumped or dropped. Blood glucose value was 92 mg/dl. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.